Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) analysis did not find a conclusive cause for the elevated wbc count in the rbc product. No unusual process variable was identified and the trima accel system operated as intended. It cannot be ruled out that this leukoreduction failure could be the result of an issue with the filter. Investigation eval and corrective actions are un-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). The device history record was reviewed. Nothing was found that was related to this event. Root cause: the run data file analysis did not find a conclusive cause for the elevated wbc count in the rbc product. Possible root causes were provided in the initial report for this event.

Event description:
There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore, no patient information is reasonably known at the time of the event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content in the rbc product. The pt's info is unavailable at this time. No medical intervention was necessary regarding this incident. The disposable kit was not available for return, because it had been discarded the same day as the procedure. This is being filed due to a device malfunction that has potential for injury.